Manufacturer narrative:
Product evaluation: the device was visually inspected and the shaft was found partially peeled with exposed metal. Then, deflection test was performed and it was found within specifications, the catheter was deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the damage could be related to the handling of the product, also, there is evidence that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an afib procedure with a thermocool® smart touch¿ electrophysiology catheter and a deflection issue occurred. It was reported that the catheter could not deflect to the specification and they changed to another unspecified catheter to complete the procedure. There was no patient consequence. The issue of inadequate deflection is not considered a reportable malfunction. On 05/04/2018, the bwi failure analysis lab received the device for evaluation. Initial visual analysis found the ¿blue skin¿ from shaft was partially peeled off exposing the metal mesh underneath. The issue of exposed wires in the middle of the shaft is considered a reportable malfunction. As such, the awareness date for this record is 05/04/2018 because this is when the reportable malfunction was identified by the bwi failure analysis lab.